Event description:
It was reported that the battery drawer on the external pulse generator was difficult to open. Technical services suggested cleaning the drawer, loosen the screws and lubricate the drawer. Customer was given the part number for a new battery drawer and will order if previous suggestions didn't work. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).